Manufacturer narrative:
Continuation of d10: product ID tm91scs2 serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was as of yesterday the pts communicator was not connecting for it was telling them to scan the code. They kept doing that but it was not scanning. Patient spoke to their manufacturer representative (rep) who had the patient turn their stimulation down to 0.9 but it was still going off like a baby kicking under their rib cage; and later when they tried to connect to the therapy application because they wanted to turn it down since it was kicking them; they were getting a message to scan code even after multiple times. Pt spoke to their rep and their communicator light was blinking. During call pt was trying to scan the wireless recharger. Pt reset the communicator and scanned the communicator. Pt was able to connect to the therapy application. The troubleshooting steps that were taken on the call resolved the issue. The reason for call was patient reported they were having problems with their stimulator under their rib going off. Patient mentioned the stimulation was turned down completely but they were still feeling it on their left side. Patient stated they have been in so much pain no matter what they take and they were still sore even though the stimulation is turned off. Patient mentioned they saw the hcp and mdt rep yesterday who did some adjustments but the implant was still going off on the right side of their body. Patient mentioned they don't have a problem with the right side but has problems with the left side where the implant is located. The issue began since the implant surgery. Patient insisted they wanted to speak with a supervisor and had concerns regarding the hcp and facility. Patient mentioned the hcp claimed the point where patient is feeling the lead could have moved and they were going to get an x-ray tomorrow to see if the lead shifted. Patient mentioned they can feel the leads under their ribs. Patient mentioned they had very small veins and the nurse at the facility where they were getting their temporary implant made a comment that black people have bad veins. Patient mentioned when they had an anesthesiologist when they had the temporary implant that was located on their left side, they did not have an anesthesiologist during the permanent implant and they felt everything during the surgery of the permanent implant. Patient mentioned when they got home with the permanent implant they were given gauze and paper tapes since they are allergic to other tapes aside from the paper and tegaderm. Patient mentioned the paper tape was stuck to their clothing, the tegaderm came apart and the gauze came apart so the staples were visible. Patient mentioned they had to tape up the gauze daily to keep it on and after the surgery they keep getting woken up every 3 hours. Patient mentioned when the scab came off where the implant was located last week, there was discharge on their clothing and pillow. Patient mentioned they had a fever and was put on antibiotics friday or thursday of last week when the scan came off.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2, serial# (B)(6); product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type lead; product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that when they woke from their nap a few hours after their surgery, they felt a discomfort at their peroneal nerve like a "twitch/wave". Pt noted under their rib cage and the intercostal, the sensation was a different sensation, "an expansion sensation to the frontal stomach area and back". Pt thought it was a normal sensation because they were getting accustomed due to the lidocaine and fentanyl wearing off. Pt noted their lower thoric became unbearable laying on their right side and during bowel movement. Pt's rep had them adjust the setting lower, but the issue hasn't subsided. Pt reported the issue has not been resolved. Pt noted the battery died and it was still activated. Pt reported the leads were placed initially only on their left side which was the problematic side. Pt reported the temporary ins was a success, but the permanent one wasn't. Pt noted the procedure with the injection of the local anesthetic "lidocaine" caused them to move and scream. Pt reported the stimulator was not activated, but they were in a lot of pain at the present. Their left side was problematic. Pt noted hcp deviated and placed leads on both their left and right sides, which was not discussed prior to the implant. Pt noted they had to place more gauze and paper tape over the incision sites daily as the staples could be seen. Pt was in pain and waking up every 3 hours.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2 serial# (B)(6) product ID 977a260 serial# (B)(6) implanted: (B)(6). 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that there was not an issue with the hcp placing a lead on the patient's (pt) right side. The leads were placed to match lead placement at trial. During trial the pt only had relief on dtm the last day, and it was at least 50% so the pt opted to proceed with an implant after long discussions with the hcp. The scs was off as is dr¿s request after surgery until pt heals enough to be able to charge. The pt was seeing their primary hcp for right upper quadrant abdominal pain as they would have this pain with stim off or on. Stimulation was left off until r upper quadrant abdominal pain or ¿pulsating with bowel movements ¿ addressed. Pt has a significant medical history and gi issues. The hcp ordered x-rays to ensure no lead movement but pt did not get them. Pt sees their primary hcp and despite system being off continued to have abdominal pain along with their regular back and left leg pain as system was left off. The pt's main issue was right upper quadrant pain. Pt messaged they went to ER for upper quadrant pain and also for their regular pain for which system was implanted. During that stay the patient saw a surgeon who recommended back surgery for their back and left leg pain. The rep was not sure if the pt still has the right upper quadrant abdominal pain but the hcp removed the system, per the pt, when the hcp did the pt's back surgery. The rep noted all info was from the pt - still waiting to hear what back when surgery was done and how their normal low back and l leg pain is after surgery. Unfortunately the pt didn¿t get to use the scs as back surgery was needed.